Event description:
During an ulna shortening osteotomy, surgeon was attempting to attach saw guide to the template when the screw from the saw guide snapped off in the template. Surgeon had to hold the saw guide on with his finger to complete the procedure. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The threaded part of the set screw is broken off and the shaft is deformed. The relevant dimensions of the broken set screw can not be verified anymore due to the above mentioned damages. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. At the slot of the saw guide are two heavy deformations at the chamfer visible. These findings indicate that the set screw was tightened too much and that finally a mechanical overload during use caused this breakage. The set screw, (B)(4), from the saw guide assembly was broken in two pieces. The screw broke at the start of the threaded portion of the screw shaft. The threaded portion of the screw is still in the drill template and is free to rotate. It is unknown how much torque was applied to the set screw. The design risk assessment is adequate for the intended use.